Manufacturer narrative:
B3: day of event unknown. H3: one device was received for analysis in used condition. A review of the event history log indicated multiple cassette not attached properly alarms. Functional testing confirmed the customer reported issue. The downstream occlusion (dso) sensor was faulty. Upon further investigation, the dso seal was found to be delaminated, and the air in line detector was dented. The dso seal, dso sensor, and air in line detector were all replaced. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported that the there was a cassette not attached error. The event occurred during testing.